Event description:
Information was received that while a smiths medical cadd cassette reservoir cassette was in use, an alarm sounded one hour prior to when the infusion was scheduled to finish. Alarm message was "no reservoir, pump does not work"; residual volume 4.2 ml, continuous infusion 2 ml / h, administered 87.8 ml. No adverse effects reported.